Event description:
It was reported that a guide wire fracture occurred. The chronic total occlusion (cto) target lesion was located in the severely tortuous superficial femoral artery (sfa) extending to the popliteal artery. The physician attempted to cross the lesion with a truepath¿ device using a rubicon support catheter; however, the truepath device was unable to cross the lesion and fractured approximately 2cm from the tip. The fractured tip remained inside the rubicon catheter and was retrieved with the rubicon. It is noted both the rubicon and the truepath device kinked fairly severely when forward pressure was applied. The procedure was completed with a different device with satisfactory results. There were no patient complications reported and no foreign body was left in the patient.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the product was returned for analysis. Initially the motor did not operate. The battery was changed and unit powered up. The motor operated but the tip did not rotate. The unit was dismantled and the driveshaft was found to be broken. The tip was missing from the device. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a guide wire fracture occurred. The chronic total occlusion (cto) target lesion was located in the severely tortuous superficial femoral artery (sfa) extending to the popliteal artery. The physician attempted to cross the lesion with a truepath¿ device using a rubicon support catheter; however, the truepath device was unable to cross the lesion and fractured approximately 2cm from the tip. The fractured tip remained inside the rubicon catheter and was retrieved with the rubicon. It is noted both the rubicon and the truepath device kinked fairly severely when forward pressure was applied. The procedure was completed with a different device with satisfactory results. There were no patient complications reported and no foreign body was left in the patient.